Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that liquid medication had spilled into a full height drawer, causing corrosion and damage to the row board contacts. The field service engineer (fse) cleaned the drawer, replaced the failed row board, and restored normal functionality. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, liquid spilled in the full height drawer which caused the pockets not to read and row board corrosion. There were no adverse events or injuries reported based on this event.